Event description:
It was reported that prior to implanting the lead into the patient, the helix would not deploy and then it jumped out abruptly from the lead body. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
Sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.